Event description:
Caller alleged discrepant test results from inratio. Reported results were: date unknown, inratio 1.4, lab 2.1. Date unknown, inratio 1.6, lab 2.1. Date: 02/28/2006, test results: inratio test 1.4, inratio test 2 1.9.